Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be established. The foreign material was possibly a simethicone substance. Simethicone and petroleum oil silicone based lubricants are not water soluble and therefore not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the gastrointestinal videoscope exhibited foreign material in the air and water channel and cylinder, as well as adhesive on the bending section cover. There was no patient involvement.